Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds x-ray and computed tomography shows possible cardiac perforation the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported events were cardiac perforation and high capture thresholds. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.